Event description:
Customer reported during a 24 hour infusion of methotrexate about 12 hours before the infusion should have finished, a leak was found in the tubing right above the blue fitment. There was no report of pt harm or medical intervention required. Although requested, no further pt or event info provided.

Manufacturer narrative:
(B)(4). No product will be returned for evaluation because the set was discarded by the customer. The cause of the reported leak is unk.